Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown. Date implanted - unknown. PMA/510 number. Manufacture date ¿ unknown.

Event description:
It was reported patient underwent a total knee arthroplasty on an unknown date. Subsequently, a revision procedure has been indicated due to an unknown reason; however, no revision procedure has been reported to date.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported patient underwent a total knee arthroplasty on (B)(6) 1994. Review of radiographs revealed medial collapse of the tibial bearing. Subsequently, patient was revised on (B)(6) 2014.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported patient underwent a total knee arthroplasty on (B)(6) 1994. Review of radiographs revealed medial collapse of the tibial bearing. Subsequently, patient was revised on (B)(6) 2014. Additional information received noted patient was revised due to osteolysis and medial wear causing the tibial bearing to fracture.